Event description:
The customer reported an incident where the actual flow rate differed from rate shown on the screen during treatment with no error codes. The customer additionally stated that ... "Set flow rates at the end of prime to bf100/rep1000/dia1000/pbp/1100/fr 0. It seemed strange that 1100 was on pbp to achieve 50% pre-dilution. This had been selected to help "anticoagulation" as this was a pt in liver failure that could not have an anticoagulant. When we began run on pt, the blood flow was raised to 210. This, however, was 200 in status. Then I realized that the pbp was an anomaly as well. I began turning down flow rates to zero to rectify this and blood flow to 10. When I returned to the screen, the blood flow was at 19. I returned blood to 100 and went to status. (Needed blood flow). I then reduced blood to 10 again and when I went to status this was at 17. I returned blood flow to 100 and went to status. At this stage, I put all of the flow rates one by one to the prescription. The percentage corrected to 50% with rep 1000 and pbp 1000. There was staff present during this process. Explained that if this occurred again follow the procedure (clearing flow rates). The machine has now done many hours since with no problems." There was no blood loss reported. The machine runtime was not reported.

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. The technical machine data files are not available. Gambro renal products is aware of this machine malfunction "flow rate discrepancy" and is working on corrections. A final report will be submitted once corrective action has been identified.